Event description:
During a percutaneous discectomy procedure, the tip of the device broke inside the patient. The material was removed from the disc space and, to date, no adverse effects have been noted concerning the patients.